Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # m9237j.

Event description:
It was reported that during an unknown procedure, the product failed during use in terms of clips forming. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m9237j. The analysis results found that the er320 instrument was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally evaluated. During the analysis, the device was cycled and 1 conforming clip was formed, after that, 3 clips were ejected, and finally, the instrument was cycled and the remaining clips were not fed. The instrument was disassembled and 15 clips remained inside the tube. No anomalies were noted on the internal components. No conclusion could be reached as to what may have caused the feeding and forming issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.